Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level in the 400s mg/dl and insulin injections were used to address the bg level. The customer thought that the infusion set site was a possible cause of the event. Tandem technical support had the customer perform a system check and the pump was found to be functioning as intended.